Event description:
Allegedly, patient revised, unknown reasons - right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01031, -01032, -01033.